Manufacturer narrative:
Additional 510(k) number k013227.

Event description:
It was reported that the doctor indicated unable to remove the mount (tsvb11) after placement. It was also reported that they were able to place another implant in same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and retaining screw. A visual inspection revealed moderate wear and debris about the threads and collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a stuck mount, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent implants 9665 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual #5161. The product was functionally tested, and it was confirmed that the mount could not be disengaged from the implant. A root cause cannot be determined. (B)(4).